Manufacturer narrative:
(B)(4). A review of the event history revealed there were no infusions on the reported incident date of (B)(6) 2011. There is no indication in the event history or during testing that a bolus had occurred. The reported condition was not confirmed or duplicated. One hour accuracy tests were performed: at customer's rate of 75ml/hr, the pump delivered -4.10%. At 10ml/hr, the pump delivered -3.7%. At 100ml/hr, the pump delivered -3.90%. On ch b, the following one hour accuracy tests were performed: at customer's rate of 75ml/hr, the pump delivered +0.41 %. At 10ml/hr, the pump delivered +0.30 %. At 100ml/hr, the pump delivered -0.27 %. On ch c, the following one hour accuracy tests were performed: at customer's rate of 75ml/hr, the pump delivered -4.06 %. At 10ml/hr, the pump delivered -4.10%. At 100ml/hr, the pump delivered -4.46 %. Accuracy specs for rates 1.0ml/hr and above is +/- 5%. All accuracy tests on each channel passed the test. The keypad and panel lockout switch test and phm to phm housing alignment test was performed; both tests passed. All three pumphead modules (phm) were removed and inspected for loose connections and harnesses and none was found. A visual inspection of all three phm's was performed and no visual damage was found; there were no signs of fluid intrusion or debris on the three channels . All phm's bottom epoxy was secure. All accuracy tests passed within specifications. The root cause of the over infusion was undetermined. This device utilizes user interface module master software version 5.08.92. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). The device has been requested, but has yet to be received. The device software version is currently not known. Should additional information become available, a follow up will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
On (B)(6) 2011, a hospital representative in france reported that the colleague cxe triple pump was involved in an incident. The patient received an unintended 450ml bolus of heparin. It was reported that the pump gave an invalid rate and started a bolus without anyone touching it. The pump was removed and taken by the hospital biomed department. The patient was not injured, the heparin infusion was discontinued and blood coagulation values were obtained.